Event description:
It was reported via repair work order that the nurse call was not functioning due to incorrect dip switch settings being set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by sending the part and customer will do their own repairs.